Event description:
It was reported that during a tonsillectomy & adenoidectomy procedure, the procise max ii wand lost the ability to coblate and suction. The suction was checked and it was on full suction. The handpieces tip were cleaned and flushed several times. The settings started at preset # 7 and 4, were increased to 9 and 5 throughout case in attempt to get the handpieces to work. The issues resulted in an extended length of the case and bleeding for the patient that was controlled using a suction bovie. The procedure was completed with a surgical delay greater that 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a tonsillectomy & adenoidectomy procedure, the procise max ii wand lost the ability to coblate and suction. The suction was checked and it was on full suction. The handpieces tip were cleaned and flushed several times. The settings started at preset # 7 and 4, were increased to 9 and 5 throughout case in attempt to get the handpieces to work. The issues resulted in an extended length of the case and bleeding for the patient that was controlled using a suction bovie. The procedure was completed with a surgical delay greater that 30 minutes using a back-up device. No further complications were reported.